Manufacturer narrative:
The field service engineer found a misadjusted sample probe and a mechanically blocked needle on the rinse unit. The rinse needle was cleaned and the issue was resolved. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer recognized the sample probe was misadjusted at the cuvette position as it was close to the edge of the cuvette. The customer replaced the sample probe, but noted it was still not in a good position. A needle on the rinse unit also showed a mechanical jam in the upper position when moving the needle by hand. After probe replacement, the customer stated there was an improvement with precision. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample (cerebrospinal fluid) tested for albumin on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The specific albumin reagent that was used was not provided. The sample initially resulted in an albumin value of 111 mg/dl. This value was not approved by a laboratory employee. The sample was repeated twice, resulting in values of 13.8 mg/dl and 25.9 mg/dl. The albumin reagent lot number and expiration date were not provided.